Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to a sensor failure, he noticed that sensor had become detached from its pod and that a sensor fragment had remained inserted in his abdomen. Pt proceeded to pull fragment out of his skin with his own fingers and reports no further side effects. This is MDR 2 of 2 for the complaint. See MDR #3004753838-2011-00345 for report 1 of 2.